Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the actuation of the probe failed during a procedure. The status of the aspiration was not known. The procedure was completed after replacing the product with another one. There was no harm to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
A review of the related device history record indicated that the product was processed and released according to the product¿s acceptance criteria. One sample was returned for evaluation. The complaint sample was visually inspected and it was deemed conforming. An actuation test was performed and it was deemed nonconforming. The cutter did not fully close. A cut test was performed and it was deemed conforming. The probe was disassembled and the components inspected. There was approximately 10-15 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was no resistance felt when removing the inner cutter from the needle. There were wear marks at the bend area of the inner cutter. The actuation test was retested after the disassembly and the test was deemed conforming. An actuation test was performed and the test was deemed conforming. The initial test was deemed nonconforming, due to the cutter not closing. A retest showed the cutter was able to actuate and close the cutter to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodged the material and the probe will then work properly. This test was then considered conforming. The complaint evaluation did confirm the probe had a problem with actuation. However, the root cause of the reported event cannot be determined based on the information obtained in the complaint evaluation. (B)(4).